Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the keypad was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keypad was not working. A field service engineer stated the keyboard had been previously replaced but was still having issues pulling up windows remote display settings. The fse remotely assisted, disabled windows hot keys, restarted the device, and had the customer test it and the problem were resolved. The system functioned as intended after the field service engineer resolved the issue.